Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump was received with power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had a power error alarm. Blood glucose level at the time of the incident was not provided. Customer completed troubleshooting. The customer agreed to return the product for analysis.